Event description:
The customer reported via phone call that she had the insulin pump replaced back in (B)(6) 2014 due to a button error. The customer received a clear insulin pump and wanted to exchange it for a blue one. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
All buttons functioning properly during testing however, moisture damage to the keypad traces was found during visual inspection. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. See manufacturer report number 3004209178-2015-84337.